Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the prime process. The caller was advised that the issue could have been related to the needle not piercing rubber on the reservoir or a defective needle or rubber septum. The caller did not provide the blood glucose reading. The customer's mother was advised to remove the reservoir, disconnect the tubing, and inspect the needle. The customer's mother stated that the needle looked fine. She was advised to reconnect and try to push insulin manually with the plunger. She reported resistance with the plunger push and was advised to change the infusion set tubing. After changing the infusion set, she was able to prime successfully.